Manufacturer narrative:
The insulin pump powered up properly after the battery was installed and no blank display was noted. The device was received with normal operating currents, no alarms were noted. No button error alarm noted during testing. However, the device had intermittent act button response due to corroded keypad traces. Visual inspection was performed no moisture damage was noted on the electronic assembly. The device had minor scratches on the lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked case at reservoir tube window corner.

Event description:
Customer reported via phone call, the act, esc, up and down buttons on the insulin pump weren't responding. Customer was at the lake and took it off to go into the water and when he came back the buttons weren't responding. Customer's blood glucose was 120 mg/dl. The insulin pump had been previously submerged in water for about 30 minutes and it occurred in (B)(6) "2104". Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.